Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the following customer¿s allegations were confirmed: 1.) ¿intermittent image-flicker that the endoscopic image is not visible¿ was due to a defective receptacle; 2.) ¿no endoscopic image-greenish display¿ was due to a defective printed circuit (cp) board; and the event 3.) ¿front panel led is glowing continuously¿ was not observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. There was no abnormality leading to the phenomena as a result of reviewing instruction manual and product labeling, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed for the glowing lights but was for the no image issue. The evaluation found the following: the receptacle was defective, the printed circuit board was defective, heavy dust inside the unit and corrosion on the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera pro video system center had the front panel lights glow continuously after connecting the camera head as well as have no image. The issue occurred during preparation for use for a therapeutic hernia procedure that was completed by a non-olympus device with no delay. There were no reports of patient harm.